Manufacturer narrative:
If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Device was used for treatment, not diagnosis. The actual device was returned for evaluation. During evaluation it was determined that the initial reported condition of the device stops oscillating when pressure is applied to the bone was not confirmed. Therefore, the assignable root cause was not determined. However, the malfunctions found during service and evaluation have been confirmed. The assignable root cause was determined to be due to improper maintenance. UDI:(B)(4).

Event description:
It was reported that during an unspecified surgical procedure, the battery oscillator device stopped oscillating when applied to the bone. During an in-house engineering evaluation, it was determined that the device had a sticky trigger, the moving parts did not move smoothly, had foreign substance, debris, corroded bearing and a worn motor. It was further found that the device failed pre-test for sticky trigger. It was reported that the device was used in surgery. It was not reported if there were any delays in the surgical procedure, or if a spare device was available for use. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.